Manufacturer narrative:
Inspected one opened/used partial sensor and checked for broken or missing parts anomalies and none were found. The sensor passed per specification. The customer did not return the insertion needle.

Event description:
It was reported by the customer that their sensor had a flashing green light when attempting to charge and found the cannula to be bent. Customer's blood glucose level was 123 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.